Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The following sections were updated: b3, b4, b5, d2, d4, d9, e2, g1, g3, g6, h1, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record identified the following related repair: there was 0 torque on the control lever, the swivel was loose, control shaft dented, control bar loose, and device out of calibration. The swivel, shaft, cams, lever, and bearings were replaced and control bar adjusted to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during an unknown time, the unit shredded up skin grafts. There was no information available regarding the patient impact. Due diligence is in process; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, g3, g6, h2, h6 and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during an unknown time, the unit shredded up skin grafts. There was no patient harm/injury reported. Due diligence is complete as no additional information is available.